Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. (B)(4). Device is an instrument and is not implanted or explanted. It is unknown at this time if the complainant part will be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a pair of reduction forceps with serrated jaw-ratchet would not hold properly. Additional information pertaining to the event are unknown. However, it was noted that there was no patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional updated information provided by reporter. A service history review was attempted. The investigation of the complaint articles has shown that: part no. 399.99, lot no. Unknown - indicated that no service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update july 11, 2016: the teeth were stripped on two (2) reduction forceps with serrated jaw-ratchet and they were no longer self retaining. This happened over time and did not occur during a procedure. Therefore, a second part record is being added to this complaint for the second forceps that was reported on the synergy form submitted. There was no patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: two (2) reduction forceps with serrated jaw (part: 399.99 / lot(s): a7na24 and t102724) were received with the complaint category of ¿does not/will not function: will not hold.¿ a device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as both devices were received intact with a loose holding mechanism and bent distal tips. When functionally tested, the forceps each did not hold as intended due to the damage and toggle at their respective pivot points. A root cause could not be definitively determined due to the unknown use and maintenance over the lifetime of each device. However, the returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further evaluation shows that these returned devices are part of the small fragment instrument and implant set and are utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The ratchet mechanism on each returned device shows worn edges. Bending and scraping were observed on the distal tip of each device such that the points would no longer properly align. The balance of each device is in working condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing was performed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Damage of this nature is consistent with significant use and an application of substantial force to the distal tip of the devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: week 24 in 2004. The DHR is not available due to the age of the instrument (over 12 years old). The precise date of manufacture is unknown. Service history record review: no service history review can be performed as part 399.99 with lot a7na24 is a lot/batch controlled item. The manufacture date of this item is june, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.